Manufacturer narrative:
Ceragenix has recently re-evaluated the MDR review process and determined that this event is reportable under regulation.

Event description:
Report received from distributor, promius pharma on 11/04/2009. The promius report indicated that a woman of unknown age spontaneously reported that she developed a rash after applying epiceram. The patient's medical history and concomitant medications are unknown. On (B)(6) 2009, the patient obtained epiceram skin barrier emulsion, lot # 24379154, from a pharmacy. The patient indicated that the product was prescribed for treatment of inflammation on a spot below her right eye. Dosing instructions indicate "apply to affected area of lower eyelids as directed." On (B)(6) 2009, the patient noticed a rash at the application site. The patient visited her dermatologist and was given a local steroid injection (unk medication) and prescribed protopic (tacrolimus) for treatment. She indicated that after a few days of treatment, the rash resolved.